Event description:
The customer reported the system displayed communication failure error messages. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups batteries were evaluated and replaced. The system was tested and found to be working as intended and put back into service.